Event description:
It was reported by service report that the fowler weldment was bent and the fowler could not completely lay flat. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result - bent fowler weldment.